Event description:
It was reported the customer was hospitalized in (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer reports having a difficult time inserting sites correctly. Customer was hospitalized for 5 days and treated with an insulin drip.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.